Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced ten (10) different incidences, which were associated with separate units, involving 10 different patients. This is the seventh of ten reports. Refer to 2026095-2022-00071 for the first report. Refer to 2026095-2022-00072 for the second report. Refer to 2026095-2022-00073 for the third report. Refer to 2026095-2022-00074 for the fourth report. Refer to 2026095-2022-00075 for the fifth report. Refer to 2026095-2022-00076 for the sixth report. Refer to 2026095-2022-00078 for the eight report. Refer to 2026095-2022-00079 for the ninth report. Refer to 2026095-2022-00080 for the tenth report. The journal of shoulder and elbow surgery reported the patient in the continuous interscalene block (cib) group required an emergency department (ed) visit. No information was provided concerning the patients¿ current condition or if any medical intervention was provided.

Manufacturer narrative:
Correction: b5; b7. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Fill volume: unknown ml. Flow rate: unknown. Procedure: unknown. Cathplace: unknown. Infusion start time: unknown. Infusion stop time: unknown.